Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. The patient described the area as open sores under rear te pads with raw skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician suggested changing garments more often for the skin irritation. Follow up indicated that the skin irritation improved.